Manufacturer narrative:
Concomitant medical products: product ID: 9734477r, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer was returned to the manufacturer for analysis. The software flow was checked & found system was working fine. Also found system was working fine both in optical & em protocol. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system software was "getting hanged." The mouse was also getting hanged while the surgeon was working in software mode. The system showed " no signal " intermediately which got resolved after doing ram reset. This was reported pre-operatively. There was no reported delay to the procedure. There was no patient involved. (B)(6) 2020: it was reported that the software was lagging in between the cranial software flow also the mouse cursor was moving very slow and not getting selected when clicked on a particular tab. There was a delay in the response of both the software and mouse.